Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11a03058, h11b07024, h11d12038, and h11e09049 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of clostridium difficile (c-diff) and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient was hospitalized for c-diff and peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. The patient was hospitalized for about three days. On an unreported date in 2011, the patient was discharged and recovered. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported the events were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.